Event description:
It was reported that the pump battery could not be charged. The customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer administered a mealtime bolus but miscalculated how much carbohydrates he consumed. The customer's blood glucose (bg) level subsequently decreased to 53 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.